Manufacturer narrative:
Exemption number e2015055. Approx 8 devices were received for evaluation; 5 events were confirmed during testing. Approx 5 devices were found to be affected by high impedance. The reported event was not confirmed for 3 devices; the devices were found to be within specifications for the reported event. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 8 malfunction events in which the device caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. Approx 7 reported events had no patient involvement; no patient impact. Approx 1 reported event did not have any information available.